Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient did receive audible or notifications from the g5 mobile application. No additional event or patient information is available. Data was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.